Event description:
It was reported that there have been occurrences of difficulty ventilating patients with the use of the resuscitator bag and also having to disconnect the bag from the pt's et tube in order for the pt to exhale. A critically ill pt expired during the use of one of the resuscitator bags. However, the rptr commented that they did not determine that there was an adverse pt outcome associated with the use of the bag and no abnormality in the operation of the bag was found when it was inspected afterwards by the hosp.